Event description:
A customer contacted beckman coulter (bec) to report a leak of less than 1ml of liquid underneath the flowcell in a coulter lh 750 hematology analyzer and onto the counter. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak was from torn flowcell tubing. Fse replaced the tubing which resolved the leak. Fse also found incorrect tubing through vl 95/98 (unrelated to leak). Fse installed the correct tubing through vl 95/98 and replaced the sample line tubing as a preventive measure. The cause of the leak is attributed to the torn flowcell tubing. (B)(4).